Manufacturer narrative:
Mdrs 2517506-2018-00422, 2517506-2018-00423, 2517506-2018-00425, 2517506-2018-00426, were filed for the same event. The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated tacrolimus (tac) patient result was obtained on the dimension exl system. Siemens is investigating the event.

Event description:
A discordant falsely elevated tacrolimus (tac) result was obtained on a patient sample on a dimension exl instrument. The same sample was processed on an alternate methodology and a lower result was obtained. A new sample for the same patient was processed on the same date using an alternate dimension instrument and high result was obtained consistent with the initial result. The result obtained on the alternate instrument was questioned by the laboratory since the patient sample processed on an earlier date obtained a lower result. This prior sample was then processed on the alternate dimension instrument and on the original dimension instrument which both confirmed the initial high result. Patient treatment was delayed due to the high result. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated tac result or due to the delay in treatment.

Manufacturer narrative:
Mdrs 2517506-2018-00422, 2517506-2018-00423, 2517506-2018-00425, 2517506-2018-00426, were filed on (B)(6) 2018, for the same customer inquiry. Mdrs, 2517506-2018-00422, 2517506-2018-00423, 2517506-2018-00425, 2517506-2018-00426 supplement 1, were also filed on 20-aug-2018 for the same customer inquiry. Additional information (29-oct-2018): siemens headquarters support center (hsc) has completed their evaluation of this event. The customer reported higher results for tacrolimus (tac) using reagent lot ga9106 on the dimension instrument when compared to liquid chromatography mass spectrometry (lc-ms) tacrolimus results. Siemens requested a patient sample for internal testing. The additional testing could not be performed by the siemens technical service laboratory (tsl) due to the poor quality of the sample submitted. The cause of the event is unknown. Siemens investigation of the provided data showed that there were no product nonconformances or product issues identified with the dimension instruments at this site. No further evaluation of the device is required. Section h6 has been updated to reflect the hsc investigation conclusion.

Manufacturer narrative:
Original mdrs 2517506-2018-00422, 2517506-2018-00423, 2517506-2018-00425, 2517506-2018-00426 were filed (B)(6) 2018. Additional information ((B)(6) 2018): headquarters support center (hsc) has reviewed the information provided. The data is consistent with the tacrolimus (tac) values increasing over a three day period of sample collection. The liquid chromatography/mass spectrometry (lcms) and dimension exl results increase in concentration over time. No peer qc or survey values were provided. Review of the dimension exl quality control (qc) data for the 3 days of tac testing did not indicate any issues with precision or accuracy. Results for all repeated samples displayed good precision. For patient#3, review of the filter data file shows the auto re-run function of the tac method recovered values that indicated no interferent in the plasma of the patient's blood samples. There were no instrument issues found in the filter data files. Has been updated to reflect the hsc investigation. Siemens is still investigating the event.